Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
One (1) expedium 6.35 ti uni 6x45mm was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the sample broke at the screw shank approximately 20mm from the polyaxial ball. The sample was then sent for fracture analysis. Results of the fracture analysis found fatigue striations that extend towards the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. A review of the device history record found no issues identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. Product was released accomplishing all quality requirements. A 12-month review of the complaint trend analysis for the expedium screw was conducted on the specific product code from this complaint file as the screw shank diameter and length affects the stress profile during anatomical loading and therefore is not indicative of the family or vice versa. The analysis did not reveal any related complaints. The root cause of the poly screw breaking cannot positively be determined. However, fracture analysis found evidence of fatigue striations. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed , this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports the expedium uniplanar screw at s1 broke in two halves post-operatively during fusion. A secondary surgery was needed to replace the broken screw. Pieces of the screw are still left in the patient and, as a result, they had to move up a level for the correction/revision surgery.